Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) screen is damaged and there was blood intrusion in the ports and battery compartment. The programmer was externally cleaned and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of screen damage and blood in the port and battery compartment. It was additionally noted that the hanger assembly, hanger o-ring, upper case, encoder assembly, four knobs, the tube sleeve and two case screws were all contaminated, the upper and lower cases were broken, the keypad was scratched and the main seal as well as the display wires were pinched with the insulation on the display wires exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.